Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported poor communication on the patient programmer (pp) and not being able to communicate with the recharger. It was stated the last time the patient felt stimulation was (B)(6) 2016 and their last successful charge session was (B)(6) 2016. It was indicated that the patient¿s stimulator was depleted and they were in so much pain which started about a month ago in december when the stimulator died. It was noted they last felt stimulation around thanksgiving and last successfully charged a few days later at the end of (B)(6) 2016. It was stated they found that they couldn¿t charge sometime in (B)(6) 2016. It was mentioned they had a fall about 3 weeks ago. Their pain doctor was more concerned about the narcotics and taking pills than they were about the pain, but they wanted to get the stimulator working. The patient was implanted for complex reg pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.